Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be written when the evaluation has been completed.

Event description:
The user reported, that at the end of a heart catheterization procedure, the sheath was difficult to remove and broke during removal. The physician noted difficulty during insertion and gave the patient medication to dilate the radial artery. The entire sheath was removed from the patient. No harm or injury to the patient was reported.